Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age and gender unk) who was in atrial fibrillation, but the device would not discharge using the device paddles and the electrocardiogram cable. The complainant indicated that the device was receiving the electrocardiogram signal from the monitor, and the unit was properly marking the r-wave. The clinicians then turned the device off, checked all connections, and then turned the device back on, and again attempted to cardiovert the pt. The clinicians were then able to successfully cardiovert the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.